Event description:
An adverse skin reaction was reported with wear of the Abbott Diabetes Care (ADC) device. The customer experienced skin irritation described as "the back upper arm, fingernails and elbow were itching and soreness on arm and elbow" after sensor application. The customer applied alcohol on their hands and fingernails and unspecified "itchy cream and some roll-on pain medicine" on the elbow. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer indicated product could not be returned due to unspecified reason. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the product .A Tripped Trend review was conducted for the reported complaint and the product, no trends were identified that would indicate any product related issues.The most probable root causes associated with this incident are the adhesive, including the adhesive irritating the user¿s skin, or misuse, including improper site selection and repeatedly using the same application site to place the Sensor. These conditions are mitigated through the FS product labelling.All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a Risk Evaluation is completed and compared to the Risk Management report, to ensure the risk profile has not changed. Additionally, as a part of Abbott¿s Post-Market Surveillance Process, all Risk Evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product Risk Management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio.No further investigation is planned. In the event that product is received, a physical investigation will be performed per ADC's established processes and procedures and a report will be submitted upon completion of investigation.All pertinent information available to Abbott Diabetes Care has been submitted.